Manufacturer narrative:
Additional information: d4 (exp. Date) and h4. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m213554 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m213554 and test base part number 190-430 / lot m213554. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot m213554 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference.

Manufacturer narrative:
PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested nasopharyngeal swab. Antigen testing was performed on the same day (brand: unknown) and generated a positive result. No additional patient information, including treatment and outcome, was provided.